Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that flows were noted to drop below the set alarm parameters. The centrimag system did not produce a "flow below minimum" audio or visual alarm. The patient was assessed and noted to be stable. The flow probe was tested by removal from the circuit. The "flow signal interrupted" alarm was activated. The flow probe sensitivity was set to "sensitive". Low flow limit briefly raised above current flow to test alarm - the "flow below minimum" alarm was activated.

Manufacturer narrative:
Section a: patient information was requested and not provided. Manufacturer's investigation conclusion: the reported event of a flow below minimum: f3 alarm not activating when the flow dropped below the flow threshold was not confirmed. Multiple attempts were made to obtain additional information, including if any log files were available for review and if any products would be returned for analysis; however, no response was received. The centrimag console was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including flow related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.